Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was observed on the atrial lead. The atrial lead was capped and replaced on (B)(6) 2020. No further information is available at this time.

Manufacturer narrative:
Correction: date of event.

Event description:
New information received indicated that no adverse health consequences to the patient were reported. The patient was fine.